Manufacturer narrative:
Description of device analysis: date of procedure: 04/30/1998. The fastrackr-325 catheter was returned wrapped around itself in a plastic bag. During the investigation, it was confirmed that the distal shaft was missing. It detached with a somewhat jagged circumferential fracture at the junction to the distal shaft. According to the information supplied on the procedure, the catheter was used with the guidewire (from the kit) and ivalon, which is "pva" particles in suspension. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not ocurring with greater than expected severity. This information is based on information supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed by a member of the sales force that during an embolization of the bronchial artery, the catheter distal tip detached while injecting "pva." This event had no consequence to the pt's health.